Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by patient's attorney that allegedly plaintiff was implanted with an accolade tmzf hip stem and lfit cocr v40 femoral head on his right hip on (B)(6) 2016, and was revised on (B)(6) 2021. It is further alleged that x-ray showed the femoral neck portion of the stem deformed and angulated.